Event description:
This patient had CABG 10/21/94. Post-op persistant arrythmias. 10/26/94 during cardioversion procedure the synchronizing mode button failed, causing on ECG reading similating synchronization with the patient's heart rate. After second shock patient had 15 minutes of vt which spontaneously resolved. Pacing leads adjusted, shocked with 100j and patient converted to nsr. Patient remained in nsr.